Manufacturer narrative:
Medical device problem code-(B)(4)-gore¿ viabil¿ biliary endoprosthesis occluded and fell apart in the patient's bile duct. Patient initials, gender, age, weight were requested, but not available. Per the instructions for use (IFU) complications associated with the use of the gore¿ viabil¿ biliary endoprosthesis may include complications associated with other biliary endoprosthesis, including but not limited to: endoprosthesis misplacement. Endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm I sludge formation ,extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death.

Event description:
It was reported to gore by conmed ((B)(4)) that during an ercp (endoscopic retrograde cholangiopancreatography) the gore¿ viabil¿ biliary endoprosthesis occluded and fell apart in the patient's bile duct after only (3) days post-deployment in his patient. Reportedly re-intervention occurred and another 10x6 viabil was used. It was reported that the patient is doing well now.